Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection with sepsis. A revision was performed and the lv lead was explanted. There were no additional adverse patient effects reported. The lv lead will not be returned.